Event description:
The customer reported that the customer completed a case using the workstation monitor for fluoro images. No pt injury was harmed.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.